Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 8.4 mg/day), clonidine (800 mcg/ml at 339 mcg/day) and bupivacaine (13 mg/ml at 5.5 mg/day) via an implantable infusion pump. It was reported that the patient was hospitalized for withdrawal symptoms on(B)(6) 2018. A motor stall was also reported. The pump was explanted and replaced with a different brand of pump. The pump was discarded. There were no known external, environmental or patient factors which may have led or contributed to the issue. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the pump was discarded by the hospital. No further complications have been reported.